Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient received a letter from the physician indicating that the battery of this cardiac resynchronization therapy defibrillator (crt-d) was low. The patient was then referred to another physician and was told that the battery had zero remaining longevity. Furthermore, the patient has had issues with the heart rate (hr) going too fast and too slow. Attempt to obtain additional pertinent information was unsuccessful. This crt-d remains in service. No adverse patient effects were reported.